Event description:
The biomed reported to philips remote service technician unit giving error code consistent with check vent: machine pressure sensor auto zero failed found in event log. The device was reported to be in clinical use when the issue occurred, there was no patient or user harm reported. Unit removed from service and given to biomed for repair. The biomed states that the unit was brought down to biomed shop. When ventilator is operating error code check vent machine pressure censored auto failed. The philips remote service technician asked biomed to check the event log and biomed confirmed error code consistent with check vent: machine pressure sensor auto zero failed found in event log. The philips remote service technician informed biomed that the unit may need either the sol 2 and 4 or the data acquisition (da) board. Biomed requested for onsite service. The philips remote service technician set up onsite service.

Manufacturer narrative:
There was no response received after numerous attempts were made to obtain the repair and operational status of the device. If further information is obtained, a supplemental report will be submitted.